Event description:
The metal tabs broke off the keel punch.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned keel punch confirms that one of the two tabs is fractured. The fractured tab was not returned for examination, however the initial report stated no pieces were left in the patient. The investigation could not draw any conclusions about the root cause of the fractures, however heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was previously initiated to identify root cause and any corrective actions. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.